Manufacturer narrative:
An event regarding revision due to dislocation involving an unknown head was reported. The event was confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: review of medical records by a consulting clinician indicated: ¿no operative reports, no clinical or past medical history, and no examination of explanted components are available. In this elderly, small female patient shortening of the limb likely resulted in instability of the hemiarthroplasty. The constrained acetabular component likely disassociated as a result of impingement at the extremes of motion likely in this slender patient with shortening. The decision to convert to a girdlestone was not related to factors of faulty component design, manufacturing or materials. Similarly, the earlier clinical problems were also unrelated to the specific bipolar hip arthroplasty or constrained components utilized.¿ conclusions: review of medical records by a consulting clinician indicated: ¿no operative reports, no clinical or past medical history, and no examination of explanted components are available. In this elderly, small female patient shortening of the limb likely resulted in instability of the hemiarthroplasty..." It was determined that the dislocation was a result of the patient's shortening of the limb as noted by the clinical consultant. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The patient's son contacted the stryker ethics hotline to report that his mother was fitted with a trident all poly constrained acetabular insert after the replacement half hip she had failed following a fall. Surgery was carried out and the patient went home and all appeared good. Update: the patient's son reported that in the primary procedure the ball of the hip, but not the socket was replaced. He further reported that after the constrained liner was implanted and dislocated, hospital staff commented that muscle tone may have been insufficient to keep the joint in position.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
The patient's son contacted the stryker ethics hotline to report that his mother was fitted with a trident all poly constrained acetabular insert after the replacement half hip she had fitted following a fall. Surgery was carried out and the patient went home and all appeared good.